Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to lack of benefit from the device and requiring multiple mris. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.